Event description:
It was reported that the arterial pressure readings are abnormal. It was further stated that after the catheter was changed, the issue still persisted. However, once the dpt was changed, the pressure readings were reliable. There was no patient complications reported.

Manufacturer narrative:
The product was not returned. The complaint could not be confirmed without return of the actual complaint unit. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It could not be determined if any clinical factors may have contributed to the event. No further actions will be taken at this time.